Event description:
(B)(6) clinical study. It was reported that pericardial effusion occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device & delivery system (wds) was implanted successfully with complete laa seal. One day post procedure, 20mm of pericardial effusion was noted in the pericardium. On (B)(6) 2020 the patient was discharged on aspirin. On (B)(6) 2020, the patient was hospitalized for further evaluation of the event. At the time of reporting the event was considered resolving.

Event description:
Option clinical study. It was reported that pericardial effusion occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device & delivery system (wds) was implanted successfully with complete laa seal. One day post procedure, 20mm of pericardial effusion was noted in the pericardium. On (B)(6) 2020 the patient was discharged on aspirin. On (B)(6) 2020, the patient was hospitalized for further evaluation of the event. At the time of reporting the event was considered resolving. It was further reported that the event was treated with colchicile and corticoids without performing a drainage. On (B)(6) 2020, the patient was discharged to home. Of note: on (B)(6) 2020, prior to implant procedure, the subject underwent pulmonary vein isolation (pvi) type af ablation using rf-point by point technique.